Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "my plan is to assess tibia for loosening but if stable would leave in place, bone graft tibia, recut talus and do poly exchange due to excessive cysts and asymmetric wear and possibly slide heel".